Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2267 (air and fluid in line) on the homechoice (hc) device during an unknown step of therapy (patient connection also unknown). The hp stated that nothing unusual was noticed with the supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.